Manufacturer narrative:
Pump alarmed no delivery during the excessive no delivery test due to faulty force sensor resistor gold. Pump passed displacement, basic occlusion test and prime test . Pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 260mg/dl. Troubleshooting occurred, and it was determined that there was a possible occlusion. Advised to discontinue use of the insulin pump. No additional information is provided.